Manufacturer narrative:
The insulin pump had a blank display. After disconnecting and reconnecting the electronic assembly stack, the insulin pump powered up properly. The problem was isolated to the electronic assembly. The functional testing could not be performed due to the blank display. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump stopped working, it doesn't have power, it alarmed unexpected restart, and display is screen. Her blood glucose was 420 mg/dl which might be high due the device being turned off. The device was not dropped, bumped, or exposed to moisture. Troubleshooting was performed and customer's mother had to call back once she got a new battery. Customer's mother called back on 07/20/2015 and stated the device will still not working. It will alarm radio frequent pic failed self-test and she was unable to clear it. Customer's mother agreed to return the device for analysis.